Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65, lead, (B)(6) 2011; 4574-45, (B)(6) 2011. (B)(4).

Event description:
It was reported the atrial lead showed a rise in thresholds which continued to rise. Reprogramming was done. It was also reported that the atrial lead showed no capture. Adjustments were made again. It was reported that the left ventricular (lv) lead and right ventricular (rv) lead showed elevated thresholds and programming was done. All three leads remain in use. It was noted the patient was part of (B)(4). No patient complications have been reported as a result of this event.